Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes which revealed right atrial (ra) high out of range impedance measurement of greater than 3000 ohms and loss of capture (loc). Technical services (ts) is suspecting about a lead fracture but it was not confirmed. This patient will be evaluated at clinic. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes which revealed right atrial (ra) high out of range impedance measurement of greater than 3000 ohms and loss of capture (loc). Technical services (ts) is suspecting about a lead fracture but it was not confirmed. This patient will be evaluated at clinic. No adverse patient effects were reported.